Event description:
In this event it was reported that fluorcore2 post and core cement had set prematurely before the post was completely inserted into the working length. The dentist stated that he had prepped 2 canals for 2 endodontic posts, however the fluorcore2 set so quickly that he had to remove the cement. He decided since it was setting so quickly he would only re-cement 1 post, which he was able to get seated.

Manufacturer narrative:
Although such premature settings of the cement is undesirable, this can happen clinically in some situations. When this happens there are certain accepted ways to successfully remove the existing post followed by re-cementation eliminating the need for extraction. Although there can be a temporary discomfort to the pt, application of one of the above techniques can facilitate the successful removal without causing any harm to the pt. There is currently an ongoing class iii recall for this issue involving this lot. Because intervention was necessary to preclude a serious injury, this event meets the criteria for reportability per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.